Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received: doe: (B)(6) 2023: patient reports to the office with right knee pain, instability, and a popping sensation. The patient also states that she has been on a new heart medication that causes her to feel dizzy and have multiple falls. Physical exam confirms hyperextension and varus/valgus laxity. X-rays identify a well-fixed tka with a valgus alignment if 2.5 degrees. The surgeon diagnoses her with global instability and referred her to have the insert revised. Surgery will be scheduled after the patient is cleared by her cardiologist. There was no revision noted in the attached medical records.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for instability. Event is serious and is considered severe. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2017. Date of revision #1: (B)(6) 2019 date of revision #2: unk. Date of event: (B)(6) 2023 (right knee). Treatment: revision; insert was revised.